Manufacturer narrative:
Onsite inspection of the involved devices by a spacelabs field service engineer confirmed the equipment performed to specifications. The testing was witnessed by a facility staff member. The customer provided patient retrospective database was reviewed by a spacelabs lead software engineer. Alarms for both asystole episodes noted in the event were located in the alarm history log. Since the equipment performed to specifications during the onsite inspection, including the operation of both visual and audible alarms, we know of no reason why these event alarms would not have presented at the event times. This investigation is considered complete and the issue closed.

Event description:
Spacelabs received a report that on (B)(6), 2015 at 10:29 p.m. And (B)(6), 2015 at 12:59 a.m. The central monitor model 91387-38 did not alarm for asystole. This was a telemetry patient with transmitter model 90341 and receiver module model 90478. No injury was reported as a result of this event.

Manufacturer narrative:
.